Event description:
Medtronic received information that during this transcatheter bioprosthetic valve did not open completely upon deployment and then dislodged from its targeted position. The implanting physician did not know if the dislodgement was due to extensive calcification of the patient¿s native cusps or the attempted deployment. The valve, which was still attached to the delivery catheter system (dcs), was moved to the descending aorta and left implanted there. A second valve was successfully implanted with no adverse patient effects. There were no issues reported with the dcs or the loading of the valve onto the dcs.

Manufacturer narrative:
Conclusion: potential factors that can influence an inaccurate delivery / dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. In this case the patient's native anatomy was a contributing factor, as the physician stated that the patient had a lot of calcification in the native cusps.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.